Event description:
It was reported that the patient experienced diaphragmatic stimulation. The left ventricular (lv) lead and implantable cardioverter defibrillator (ICD) were explanted and replaced. The patient was stable.